Manufacturer narrative:
The root cause of the customer¿s experience with an over infusion was not determined as a result of this investigation. An external and internal inspection of the customer¿s incident pump identified the male and female iui with signs of unidentified film contaminants on the connector contact pins. Female iui connector pin 2 was noted with green corrosion. Results from a timed rate accuracy test using the timed rate accuracy test method (dir (B)(4)) demonstrated the source device is in specification. Sear functional testing demonstrated the pump module passing during quick open and slow open testing during 10 test trials. However, it should be noted that during testing and with the use of the returned incident set, the sear has engaged and active the safety clamp fitment without issues. Measurement analysis of the IV set silicon segment showed the incident set¿s metrology to be in specification. Test methods: testing was performed per the timed rate accuracy test method. Device history review: a review of the device history record showed the device had a manufacture date of 03/04/2019. The review was performed beginning from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported there was an overinfusion of midazolam. The nurse hung new bag of midazolam 100 mg/100 ml, volume to be infused of 80 ml, at 0738 on 3/2/21, to be titrated down from 8ml/hour to 6ml/hour. The infusion had already been running on this patient since (B)(6) 2021 and no tubing change/priming or rate change were needed- simply new bag being spiked and hung. At some point between 1300/1400 the nurse noticed that the infusion bag was empty, despite expecting about 60 ml to be remaining in bag. They were unable to determine why the bag was empty and there is a concern for pump infusion of entire bag at faster rate than programmed. The infusion was held temporarily while troubleshooting and obtaining a new pump. There was additional monitoring of the patient required but the patient experienced no noted clinical changes.

Manufacturer narrative:
A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported there was an overinfusion of midazolam. The nurse hung new bag of midazolam 100 mg/100 ml, volume to be infused of 80 ml, at 0738 on (B)(6) 2021, to be titrated down from 8ml/hour to 6ml/hour. The infusion had already been running on this patient since (B)(6) 2021 and no tubing change/priming or rate change were needed- simply new bag being spiked and hung. At some point between 1300/1400 the nurse noticed that the infusion bag was empty, despite expecting about 60 ml to be remaining in bag. They were unable to determine why the bag was empty and there is a concern for pump infusion of entire bag at faster rate than programmed. The infusion was held temporarily while troubleshooting and obtaining a new pump. There was additional monitoring of the patient required but the patient experienced no noted clinical changes.